Manufacturer narrative:
The device was discarded by the customer and is not available for evaluation. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. Iris damage is identified in the device labeling as a known inherent risk of glaucoma stent surgery. (B)(4).

Event description:
The surgeon reported that while attempting to place the stent, the patient moved, causing the stent to nick the iris. The procedure was aborted. Clinical follow-up was requested and on 06/09/2017 the surgeon provided the following additional details. The patient jumped during surgery and a mild iridodialysis was created. The surgeon did not have an optimal view for placing the istent. The resulting damage from the iridodialysis was trivial/inconsequential. There was no adverse impact to the patient and no medical or surgical intervention was required. Postoperatively, there was transient bleeding that self-resolved. The event did not result in any loss of visual acuity. The patient¿s prognosis is excellent with good intraocular pressure and visual acuity. The surgeon reported that the event has resolved.